Manufacturer narrative:
(B)(4). Eval summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood on the outer member, balloon, stent and in the guide wire lumen. There was no contrast visible. The proximal end of the stent implant was stationary on the balloon, .5 mm distal to where it was originally crimped. There were crimp marks on the balloon between the markers. The distal and middle struts were stretched past the soft tip. Only the first eight rows of the proximal end of the stent implant were not stretched. There was no other damage noted to the stent implant. The balloon was tightly folded. There were multiple bends in the hypotube. There were no kinks or damage noted to the inner member or tip. There was no other damage noted to the sds. The guiding catheter used during the procedure was not returned. The tip seal length was measured and met mfg criteria. The tip seal length was 1 mm. A snap gauge was used to measure the outer diameters of the stent implant. The proximal measurements met mfg criteria. The middle and distal measurements were not taken due to the stent implant being stretched. Product performance engineering reviewed the incident info and analysis of the returned product. The inability to cross a lesion can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, product size selection or placement technique, interactions with other devices, damage to the stent implant or the sds, and accessory device support. The anatomical condition of the pt was described as moderately calcified, which likely contributed to the failure to cross. Quality assurance (qa) analysis noted blood on the outer member, balloon , stent and in the guide wire lumen. This is consistent with handling/usage. The reported loose stent could not be confirmed, as the proximal end of the stent was found stationary on the balloon, although it had moved distally .5 mm. The middle and distal portions of the stent were stretched past the soft tip. Dimensional analysis found that the tip seal length and proximal stent outer diameter (od) met mfg criteria. Due to the stent damage, the middle and distal od's could not be measured. However, crimp marks were visible on the balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Factors which may contribute to resistance with a guiding catheter during retraction include, but are not limited to, mfg, stent implant outer diameter, damage to the stent implant, kinks, bends, obstructions in the guiding catheter lumen, or damage to the guiding catheter. It is possible that the distal and middle stent struts became snagged or caught on or in the guiding catheter, then during retraction, the struts were stretched, leading to the stent movement. The guiding catheter used in the procedure was not returned, which may have assisted the eval, however, since there was no note of any damage to the sds or stent implant observed prior to the procedure, it is likely that the circumstances of the procedure contributed to the difficulties experienced. Additionally, there were multiple bends in the hypotube. There was no mention of this damage in the incident report and likely occurred as a result from handling of the product during packing/shipment back to abbott vascular for eval. This damage does not appear to be related to the failure to cross, stent movement/damage, or difficulty to remove from the guiding catheter. A review of the product lot history records did not reveal any non-conforming material reports issued for this lot that could have contributed to the incident and all on-line inspections and testing met mfg criteria. In this case, it appears that the failure to cross, stent movement/damage, difficulty to remove from the guiding catheter, and subsequent bends in the hypotube are related to the operational context of the procedure. No corrective action will be implemented in this case, as the reported difficulties appear to be related to the operational context of the product and not a product quality deficiency. Product performance engineering will monitor the incident circumstances. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the mfg line before release. Additionally, all stent delivery systems are 100% visually inspected online for stent placement, stent damage, and a sampling of units is destructively tested to verify stent dislodgement force. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: loose stent has previously caused or contributed to pt injury. Device issue: loose stent. It was reported that during a proximal lad stenting procedure, the device would not cross the lesion. The physician was removing the sds and felt some resistance. Once the device was removed from the vasculature, it was noted that the stent was loose on the balloon. The physician felt the sds got caught with the tip of the guiding catheter. The procedure was completed by implanting two 2.5 x 15 xience v stents successfully. There were no reported pt effects. There is no additional info available.